Event description:
It was reported that a revision surgery was performed due to suspicion of infection. During revision surgery, it was discovered that the problem was a disassociation.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The lab analysis concluded, the burnishing and scratches on the inferior surface of the insert was likely caused by repeated motion between the insert and the tibial baseplate, and could have been caused during or after the reported insert loosening. The anterior lock region appeared undamaged. Due to damage on the posterior locking mechanism, this feature could not be inspected. No manufacturing deviations were noted during this investigation. Based on the investigation conducted, the exact cause of the insert dissociation was not able to be determined. The clinical/medical team concluded, all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. The root cause for the disassociation cannot be concluded based on the evaluation of the returned component. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. No patient information was provided for this assessment. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.